Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) was buckled, the light guide cable broken and the u/d & r/l pulley wire ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Image to dark, lcb reduced to 75 / 55%. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.